Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2014, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, inferior vena cava (ivc) filter thrombus, unable to remove, migration, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications the filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. (B)(4) devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an infrarenal celect platinum (pt) filter on (B)(6) 2014 via the right internal jugular vein due to history of deep vein thrombosis (per medical record) followed by placement of a second cook celect filter on (B)(6) 2016 to protect against potential pulmonary embolism due to clot in infrarenal ivc filter (per medical records). This report concerns the filter placed (B)(6) 2014. Per the (B)(6) 2016 suprarenal ivc filter placement: "impression: 1. The patient had an inferior vena cava filter placed in 2014 prophylactically prior to hip surgery processes patient had a remote history of dvt and pe). Initial ivc placement films demonstrate a cook select filter in good position well centered within the ivc. The patient has been asymptomatic. [They] [deny] leg swelling. The patient was referred for inferior vena cava filter removal. An inferior venacavogram demonstrates the filter to be significantly tilted towards the right caval sidewall with its tip either along the right caval sidewall or within the right renal vein. In addition there is clot within the cone of the filter protruding above the level of the filter. Given the above findings, the patient was felt to be at significant risk for significant pulmonary embolism. This was discussed at length with the patient. A suprarenal filter was then placed above the level of the clot to protect [them] from a potential pulmonary embolism. The patient was placed on a noncardiology protocol heparin drip to prevent any further clot formation"... "Repeat inferior venacavogram again demonstrates the [infrarenal] filter to be tilted. Some of the left-sided legs are perforated through the wall of the cava. There is clot within the cone of the filter extending above the filter". Per an (B)(6) 2022 medical opinion of imaging review: "findings: review of the medical documentation revealed that [patient] underwent the successful infrarenal placement of an initial cook celect retrievable inferior vena cava filter system on (B)(6) 2014. On (B)(6) 2016, [patient] underwent the suprarenal deployment of a ¿well-centered¿ second cook celect retrievable inferior vena cava filter system ((B)(6)). A review of the medical documentation described the original indwelling infrarenal ivc filter as demonstrating 45 degrees of lateral angulation during the ivc venography portion of the (B)(6) 2016 ivc filter deployment. In addition, it was noted that the original infrarenal ivc filter apex was above the right renal vein suggesting superior migration when compared to the (B)(6) 2014 procedure report. Furthermore, there was thrombus noted within the infrarenal ivc filter cone which extended superiorly. Lastly, the infrarenal ivc filter was described as tilted against the ivc wall or within the origin of the right renal vein. There was no further comment regarding any ivc filter penetrations or component fractures".

Event description:
Patient allegedly received a celect pt filter via the right internal jugular vein prophylactically (due to history of dvt) prior to hip surgery. This was followed by two failed percutaneous retrieval attempts and required the placement of a second cook filter, suprarenally. Patient is alleging device tilt, unable to retrieve, and thrombosis in filter. Patient notes and further alleges experiencing a need for life-long anticoagulation medication.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported lifelong anticoagulation is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. The following allegations have been investigated: lifelong anticoagulation. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.